Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances. The measurement readings were greater than 2,000 ohms. The impedances have been fluctuating. The pacing thresholds have been high since implant, measuring 2.9 volts. The patient is not pacemaker dependent. The shock impedance measurements are within normal limits. There are no signs of disturbances or artifact on the electrograms. No adverse patient effects were reported. It was reported that provocation testing was performed with no new findings. The impedance notification within the remote monitoring system was increased and the clinic will continue to evaluate. This product remains in-service.